Event description:
The manufacturer received information alleging a variation in the ventilator's pressure was observed. There was no harm or injury reported. The patient was instructed to reboot the device to reset the pressure issue. The device will not be returning for evaluation at this time.